Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 399 mg/dl, and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Treatment was administered via intravenous insulin, saline, and anti-nausea medication. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy until treatment received for bg was completed. System check with tandem technical support confirmed the pump was functioning as intended.